Event description:
It was reported that the cuff of the endotracheal tube developed an air leak during assisted ventilation, resulting in a drop in the patient's oxygen saturation and activation of the ventilator alarm. Repeated attempts to reinflate the cuff were unsuccessful, requiring re-intubation to restore ventilation. Although no permanent adverse consequences were reported, the cuff leak interrupted therapy and had the potential to affect the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.